Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 30-35 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.